Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of a keypad issue was not determined because no products or device logs were returned.

Event description:
It was reported during education on syringe pump priming the soft key used on the device functions inconsistently. It was alleged "sometimes pressing and holding the prime key would not result in any volume or priming, she would need to lift her finger and press the prime key multiple times to finally see prime functionality. Other times, one initial press and hold of the prime key would result in priming as expected. Sometimes priming would be slow, other times priming would be rapid. Priming was inconsistent". There was no patient involvement. Although requested, additional information was not provided.